Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a circulation pump component failure. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was no flow of water in arctic sun device. Per follow up information received via email on 27feb2024, the device repair will be performed at the customer's site. The symptom of the flow malfunction has been confirmed, and repairs will be carried out after confirming the customer's intention to repair. The circulation pump assay was scheduled to be replaced.